Manufacturer narrative:
The device was returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4).

Event description:
The adult ecc pack was set up yesterday and primed; it ran overnight but was not connected to a patient. When the pump was retrieved the next morning the prime was observed dripping out the gas inlet port. The prime was seen moving backwards into the gas tubing and filter - there appears to be a cracked fiber. The kit was dismantled and another one was used in its' place.

Manufacturer narrative:
The device was investigated and the evaluation confirmed the reported problem. The event was determined to be caused by a known manufacturing issue of delamination of fibers within the oxygenator. (B)(4).

Event description:
The adult ecc pack was set up yesterday and primed; it ran overnight but was not connected to a patient. When the pump was retrieved the next morning the prime was observed dripping out the gas inlet port. The prime was seen moving backwards into the gas tubing and filter - there appears to be a cracked fiber. The kit was dismantled and another one was used in its' place.